Manufacturer narrative:
Device evaluation: no samples were received for investigation of pr (B)(6), in which the customer has stated: "positive pressure connector is not connected tightly and tends to dislodge, causing contamination of catheter." The product in use at the time is reported to be a mp1000 china. Further information from the customer has stated that the reported defect was found to be a problem with the matching degree between the infusion connector and the centralized procurement infusion screw. The screw quality of the centralized procurement infusion set batches varies, and it is easy to have a loose connection after connecting with the connector. It has nothing to do with the quality of the infusion connector itself. The details of this feedback were forwarded to the manufacturing site for investigation; however, the provided lot number was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mp1000 china products in the past 12 months.

Event description:
It was reported that the bd maxplus positive pressure connector had disconnected. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2025, intravenous infusion, the positive pressure connector is not connected tightly and is easy to fall off, causing catheter contamination. Replace it with a new positive pressure connector.